Event description:
The customer reported that the insulin pump has issues staying on and they received a failed battery test in the past. The blood glucose reading was 154 mg/dl. There were no issues found with the battery compartment. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.